Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed. 3 devices had malfunctioned electrical components, 3 devices had a battery issue. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes 6 malfunction events, where it was reported the zoom would surge during use or had unintended motion. No patients were involved.